Event description:
It was reported that a patient death occurred. During an ablation procedure for ischemic ventricular tachycardia (vt), retrograde access was obtained and the intellanav mifi open-irrigated was inserted retro into the left ventricle (lv). Ectopy induced a hemodynamically unstable vt with pulseless electrical activity (pea). Pacing in the right ventricle (rv) and several external shocks were performed, however the patient did not return to sinus. Cardiopulmonary resuscitation (CPR) was also performed. An impella device was implanted. After an hour of shocking and pacing, the physician called time of death. The patient's official cause of death was cardiac arrest, ventricular fibrillation (vf) that would not convert to sinus and pea.

Manufacturer narrative:
Patient codes: corrected to include ventricular tachycardia. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a patient death occurred. During an ablation procedure for ischemic ventricular tachycardia (vt), retrograde access was obtained and the intellanav mifi open-irrigated was inserted retro into the left ventricle (lv). Ectopy induced a hemodynamically unstable vt with pulseless electrical activity (pea). Pacing in the right ventricle (rv) and several external shocks were performed, however the patient did not return to sinus. Cardiopulmonary resuscitation (CPR) was also performed. An impella device was implanted. After an hour of shocking and pacing, the physician called time of death. The patient's official cause of death was cardiac arrest, ventricular fibrillation (vf) that would not convert to sinus and pea.